Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The supplies were changed for the past event. For the current alarm, the customer performed their own troubleshooting and stated that insulin was seen exiting the tubing. Blood glucose ranged from 110-256 mg/dl. Reportedly, the customer had used apidra insulin. Tandem's technical support educated the customer on cartridge/insulin labeling.